Event description:
A valiant stent graft system was inserted but not implanted in a patient for the endovascular treatment of a 7 cm in diameter thoracic aortic aneurysm. It was reported that the valiant stent graft delivery system was inserted in the patient but was unable to be deployed. No outer box packaging damage was noted and the device was prepped without issue. The physician was able to advance the device to the intended landing zone; however, while rotating the handle resistance was felt and the outer shaft was not coming out. The physician inserted and deployed a valiant 42x42x200 stent graft successfully. Per the physician the cause of the event cannot be determined. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the complaint was not confirmed; the stent graft was deployed without issue. The root cause of the event could not be conclusively determined; the device functioned as intended.